Manufacturer narrative:
Product ID: 97725, serial# (B)(4), product type: external neurostimulator. Correction: please note the ins serial number was identified at the time of this report. As a result, sections d1, d3, d4, and h4 have been updated at this time. Additionally, the manufacturing site ID has been updated from 3007566237 to 3004209178 at this time; however, section g9 cannot be updated due to constraints with the regulatory reporting interface. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the serial number of the specific lead with the high impedance was not identified. It was ¿unknown¿ whether any physical damages were observed with the leads or what the cause of the high impedance was. There remained no complications reported or anticipated.

Event description:
Additional information received noted that the serial number of the specific lead with the high impedance was not identified. It was ¿unknown¿ whether any physical damages were observed with the leads or what the cause of the high impedance was. There remained no complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97725, serial# (B)(4), product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 22-mar-2022, UDI#: (B)(4); product ID: 977a175, serial/lot #: (B)(4), ubd: 22-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a high impedance was measured with the lead. It was stated that no lead impedance abnormalities were measured during intra-operative stimulation adjustment; however, after the first lead was connected to the implantable neurostimulator (ins), an impedance over 40000 ohms was measured on electrode #15. After the second lead was placed and both were connected to the ins, impedance testing found that electrode #7 was over 40000 ohms. The leads were then connected to an external neurostimulator (ens) in an effort to troubleshoot the issue; however, the ¿same result was obtained.¿ it was considered that there was no problem with the connection or the ins as a result and that the ¿cause of the event was the lead.¿ the issue was not resolved despite reconnecting the leads to the ins, switching lead insertion ports, and measuring the impedances several times. The leads were left in place and the surgery was completed at that time. Post-operative impedance testing obtained the same result. It was noted the patient received appropriate stimulation feeling in the pain site using electrodes other than electrode #7. Since no abnormalities were observed during the stimulation test at the beginning of the procedure, it was ¿considered that the cause of the event was in the period during the procedure from the end of the stimulation test to connecting the leads to the ins.¿ the impedance issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the chronic pain patient was alive with no injury at the time of report. There were no complications reported or anticipated.